Event description:
A discordant, falsely elevated calcium (ca2) result was obtained on an advia 2400 instrument. The result was reported to a physician who questioned it. The same sample was repeated on the same instrument and the corrected result was reported. There are no known reports of adverse health consequences or patient intervention due to the discordant, falsely elevated ca2 result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluating the data and the instrument, the fse found the sample probe wash pump (scp) was leaking. The root cause of the leak was a blockage in the sample probe (spp) which did not allow for full dispense of the fluid coming from the scp. The fse replaced the spp and also changed the pump cylinder on the sample aspiration/dispense pump (sp). The instrument is performing within specification. No further evaluation of the device is required.